Event description:
Interrogation of the device indicated ventricular lead impedance < 100 ohms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.